Event description:
It was reported that the patient ams 700 cx inflatable penile prosthesis (ipp) stopped cycling due to fluid leak. Upon removal of the entire ipp system, the reservoir was found to be empty of fluid. A new ipp was implanted. No further issues were reported in relation to this event.

Manufacturer narrative:
The reservoir was functionally, visually, and leak tested. A leak was found on the shell due to fatigue at the corner of a fold. Review of the manufacturing records for batch 878104 confirmed that there was a total of (B)(4) units started for this manufactured batch with 1 scrapped due to scrap code 81 (parts touching). These nonconformities would not affect the reported complaint reason. It can be concluded that all the finished good components in this batch were manufactured per process and met all specifications. Label review, risk review, and ship history not required per cis product investigation wi, 92186855. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that the patient ams 700 cx inflatable penile prosthesis (ipp) stopped cycling due to fluid leak. Upon removal of the entire ipp system, the reservoir was found to be empty of fluid. A new ipp was implanted. No further issues were reported in relation to this event. The product was explanted and expected to be returned. Should additional information be received, a supplemental report will be filed.